Event description:
It is reported by the hospital that the screwdriver is broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: product inquiry states the lag screwdriver gamma3 to be the subject product. No further associated products were reported. A physical examination could not be carried out as the device was not returned to stryker (B)(4). A review of the device history could not be carried out as the lot code of the reported instrument is unknown. Thus, a reasonable examination and investigation was not possible. The reported event (¿screwdriver is broken¿) could not be confirmed. With the information given the exact root cause could not be determined. No non-conformity was identified. Device not returned.

Event description:
It is reported by the hospital that the screwdriver is broken.